Event description:
The reporter stated that the device result was 234mg/dl and the user dosed insulin. He started to act goofy and paramedics were called. He was transported to the hospital with a glucose level of 60mg/dl in the ER. He was given food and kept until his glucose was above 100mg/dl.